Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found there were lines in the image which were due to a faulty cable unit. Water leakage was found from the focus ring, switches, and cable. Rust and wobble (free play) found in the coupler unit. Water/external chemical seepage inside the charged coupled device unit. There was hit and scratches on the outer cover, serial number plate and the video adapter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was noisy image on the hd autoclavable camera head. The issue was found during maintenance. Inspection and testing of the returned device found no image at times. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the communication/no image failure occurred due to faulty cable. Additionally, it is likely that the water/external chemical seepage found inside the charged coupled device (ccd) unit was due to water leakage from f ring, switch and cable. The root causes of the image issue and water leakage issue could not be determined. Olympus will continue to monitor field performance for this device.